Manufacturer narrative:
Initial reporter facility name: national hospital (B)(6) medical center and (B)(6) cancer. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During treatment, the 1.25 mm rota device was performed in left circumflex and left anterior descending artery. During procedure, the 1.25 mm rota and this device was used to performed for inflation five times at 6, 6, 8, 10 and was ruptured at 12 atm for 5 seconds. However, it was further reported that the device was simply removed from patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient status was good post procedure.